Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches on the screen, motor errors once in a while, and way to clear was to rewind. It was reported that they sometimes while rewinding insulin squirts out. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, no unexpected battery power loss anomaly, no prime/fill anomaly and no rewind anomaly during test noted. Motor passed motor test. Device received with minor scratched lcd window.